Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and hematoma, also alleged for air bubble anomaly in the reservoir, and difference between sensor glucose and blood glucose values. The customer reported blood glucose value of 261 mg/dl. The reported hyperglycemia was treated with correction bolus. The event involved products mmt-1884, mmt-7040a, mmt-397a and mmt-332a. Troubleshooting was partially performed for high blood glucose. Troubleshooting was performed for air bubbles anomaly. Customer didn't allow for insulin to warm to room temperature prior to filling reservoir. Advised customer to change set as needed. Troubleshooting was performed for difference between glucose values. The customer blood glucose was 261 mg/dl and sensor glucose value was 312 mg/dl at the time of incident. The difference between sensor glucose and blood glucose values was 51 mg/dl and it was within acceptable range. Troubleshooting was declined by the customer for site issues. No further patient complications were reported. No product return is required for mmt-1884. No product return is required for mmt-7040a. No product return is required for mmt-397a. No product return is required for mmt-332a.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The information has been provided in sections b5 (updated the summary) and h6 (added health effect - clinical code 1888 and it's related health effect - impact code 2199) with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: based on latest updated information, the customer also reported blood at the site.